Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to complete troubleshooting. Customer will reportedly change supplies and resume insulin delivery at a later time. Customer's blood glucose was 330 mg/dl at time of event.